Event description:
A blood leak was noted from the introducer. The device was replaced and there were no adverse patient consequences.

Manufacturer narrative:
The reported leak was confirmed. A leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seal and subsequent leak is consistent with damage during use.

Event description:
During a procedure, the introducer was leaking blood from the end of the sheath. The device was replaced and there were no adverse patient consequences.